Manufacturer narrative:
The reported glidescope spectrum smart cable was returned to verathon for evaluation along with the customer's glidescope video monitor (gvm). A verathon technical service representative evaluated the returned glidescope spectrum smart cable but was unable to confirm the reported image issue. When connecting the customer's glidescope spectrum smart cable and glidescope video monitor to both a known, good, test video baton 2.0 and test single-use blade the image was observed to be stable and clear even while attempting to manipulate the smart cable and blade/baton. The camera image quality test was performed and passed. Upon completion of the evaluation the customer's glidescope spectrum smart cable and glidescope video monitor (gvm) were returned back to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image goes "black" when connecting a single-use blade. The customer also identified some "wear and tear" at the base of the cable's connector. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.